Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined after implant of the patient's new device the patient had chronic pain. The healthcare provider indicated that the device was removed due to the pain and there was no malfunction identified by the hcp.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported an ins removal. Patient said their ins was biting the patient all the time even when it was shut off. The biting was painful and constant. The patient was about to lose their mind because of the ins and they finally told the doctor to remove it. After explant, the patient still had trouble with her vagina and she has to go to the bathroom every hour on the hour during the night. Patient was still having trouble after the explant and the doctor said he couldn't do any more for her so now the patient is seeing a different doctor and that doctor will continue working with the patient to resolve their symptoms. Patient will follow up with their healthcare provider (hcp). No device issue alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.